Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan.

Event description:
The report received from the affiliate states that black foreign matter was found inside of the sterile pouch of vista brite tip gc 7f 078 xb 3.5 during incoming visual check process at the (B)(4). Two small movable foreign matter were located on the distal area of the catheter. Sterility could not be kept due to the foreign matter. Also there is a risk of embolism if this product will be introduced into a patient. The outer product box and sterilized pouch were intact, and the seal of the pouch was not opened. The actual product had no damage. There were no other anomalies noted. The product was handled and stored as usual procedure. It was not shipped out of (B)(4) warehouse and not clinically used. The product was neither re-sterilized nor re-packaged.

Manufacturer narrative:
The report received from the affiliate states that black foreign matter was found inside of the sterile pouch of vista brite tip gc 7f 078 xb 3.5 during incoming visual check process at the (B)(4). Two small movable foreign matter were located on the distal area of the catheter. Sterility could not be kept due to the foreign matter. Also there is a risk of embolism if this product will be introduced into a patient. The outer product box and sterilized pouch were intact, and the seal of the pouch was not opened. The actual product had no damage. There were no other anomalies noted. The product was handled and stored as usual procedure. It was not shipped out of (B)(4) warehouse and not clinically used. The product was neither re-sterilized nor re-packaged. The device was returned for analysis. Fal: one sterile unit of vista brite tip 7f .078 xb 3.5 was received in a sterile and sealed pouch inside of its original box which was opened. At a glance no discrepancies were found on the catheter or in the pouch. The device was analyzed under a 50x microscope and braid wire was exposed in 3 different places near the distal end, at the inner side of the catheter's shape. No contaminations were found on the package or on the catheter. Sem analysis was performed with the following results: results showed that the body of the catheter presented perforations and the edges of these perforations seem to be elongated and/or stretched as if they were manipulated by a tool; however the exact nature of the perforations and the possible tool used could not be conclusively determined. A leakage test was performed on 2 exposed braid wire defects from the manufacturing line. The leakage test was conducted several times on each unit and none of the 2 catheters showed evidence of leakage at the point where the braid wire was exposed (samples used were very similar to the complaint unit). Based on these results it is unlikely that under similar conditions the compliant unit could leak at the point where the braid wire is exposed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The customer reported complaint of foreign material was not confirmed through failure analysis, as no contaminations were found on the catheter. However exposed braid wire was detected in the same area where (B)(4) identified the "foreign material". Exposed braid wire is an expected defect related to the manufacturing process, nevertheless the complaint is considered manufacturing related due to the fact that the defect was not detected during internal inspections. Awareness training was provided (B)(4) in order to reinforce the current controls that are in place for this type of issue. A (B)(4) has been opened to address the issue.

Manufacturer narrative:
The complaint conclusion has been updated to reflect additional DHR review for additional code (exposed braidwire/corewire). The report received from the affiliate states that black foreign matter was found inside of the sterile pouch during incoming visual check process at the (B)(4). Two small movable foreign objects were located on the distal area of the catheter. Sterility could not be assumed due to the foreign matter. Also there is a risk of embolism if this product will be introduced into a patient. The outer product box and sterilized pouch were intact, and the seal of the pouch was not opened. The actual product had no damage. There were no other anomalies noted. The product was handled and stored as usual procedure. It was not shipped out of (B)(4) warehouse and not clinically used. The product was neither re-sterilized nor re-packaged. The device was returned for analysis. One sterile unit of vista brite tip 7f .078 xb 3.5 was received in a sterile and sealed pouch inside of its original box which was opened. At a glance no discrepancies were found on the catheter or in the pouch. The device was analyzed under a 50x microscope and braid wire was exposed in 3 different places near the distal end, at the inner side of the catheter's shape. No contaminations were found on the package or on the catheter. Sem analysis was performed with the following results: results showed that the body of the catheter presented perforations and the edges of these perforations seem to be elongated and/or stretched as if they were manipulated by a tool; however the exact nature of the perforations and the possible tool used could not be conclusively determined. A leakage test was performed on 2 exposed braid wire defects from the manufacturing line. The leakage test was conducted several times on each unit and none of the 2 catheters showed evidence of leakage at the point where the braid wire was exposed (samples used were very similar to the complaint unit). Based on these results it is unlikely that under similar conditions the compliant unit could leak at the point where the braid wire is exposed. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. The customer reported complaint of foreign material was not confirmed through failure analysis, as no contaminations were found on the catheter. However exposed braid wire was detected in the same area where (B)(4) identified the foreign material. Exposed braid wire is an expected defect related to the manufacturing process, nevertheless the complaint is considered manufacturing related due to the fact that the defect was not detected during internal inspections. Awareness training was provided to the gc manufacturing associates in order to reinforce the current controls that are in place for this type of issue. An internal investigation has been opened to address the issue.